Event description:
Following angioplasty of the basilar artery stenosis, a vessel dissection was noted. A stent was placed and the dissection was resolved. During the procedure, the patient was found to have mild neurological deficits that were attributed to the dissection. An MRI scan revealed a right pons infarction. Four days post procedure, the patient was discharged to a rehabilitation center and continued to recover from the stroke. Nine days post procedure, the patient was discharged home with some left sided weakness that was to be treated by the rehabilitation center on an outpatient basis. The physician considered the event resolved.